Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons missing) was confirmed. Upon evaluation, the front response button cover was missing and was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt. Manufacture dates: monitor sn (B)(4) - 10/2/2014, electrode belt sn (B)(4) - 5/30/2013.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the monitor's response button cover was missing.